Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
On (B)(6) 2012 gamma3 surgery was performed. Cutout of ulag screw was found. On (B)(6) 2012 revision surgery was performed. This case was presented at the meeting of japanese society for fracture repair on (B)(6) 2014.